Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0401 captures the reportable event of handle break. Imdrf device code a15 captures the reportable investigation finding of partially deployed. Block h11: an axios stent electrocautery-enhanced delivery system was received for analysis; it was returned with the stent partially deployed and the slider broken. The delivery system analysis could confirm the reported events of stent first flange failure to expand and handle break. Functional test related to the deployment of the stent could not be done. However, the stent was manually deployed and the stent presented slow expansion issue. Eventually, the stent could expand. The handle break issue was most likely procedural factors such as handling of the device or the technique used by the physician, that could have resulted in the damage encountered in the device. Additionally, stent partially deployed is noted within the instructions for use (IFU)/product labeling as a possible adverse event associated with the use of the device. As for the additional observed event of stent slow expansion, additional specifications warrant the stent's performance in a clinically relevant manner throughout its shelf life (e.g., stent retention force). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specification. Stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the instructions for use (IFU)/product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate a cyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the stent flange failed to deploy between steps 2 and 3. Additionally, the handle snapped during deployment. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate a cyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the stent flange failed to deploy between steps 2 and 3. Additionally, the handle snapped during deployment. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.